Event description:
The reporter did back to back blood glucose testing, one after the other, using different fingersticks and strips. The results were 18 and 101 mg/dl. Reporter did not have any symptoms. During troubleshooting, it was learned that reporter was not cleaning the meter test strip holder properly. Control testing was not done to lack of supplies. No harm was alleged.